Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a saccular 60 mm in diameter and 136 mm in length abdominal aortic aneurysm. The proximal neck was 18 mm in diameter and 22 mm in length. During the index procedure a type ib endoleak was observed from the endurant ii 16x24x82. An endurant ii 16x24x124 was implanted to successfully treat the endoleak. It was reported that the 16x24x82 and 16x24x124 migrated upward (proximal side) together due to enlargement of common iliac artery, which resulted in a type ib endoleak. An endurant ii 16x28x156 was attempted to be inserted however, the stent graft was determined be too long for the targeted site so the delivery system was removed without deployment. Then, another device was implanted and endoleak was confirmed to be resolved, and the procedure was completed. The physician commented the event was caused by diameter enlargement of the common iliac artery. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).